Manufacturer narrative:
The investigation has been completed. Based on the analysis, no battery issue was identified, usb cable damage was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the user guide: accessories for charging from wall and automobile outlets, as well as from a pc usb port, are included with the pump. Use only the accessories provided with the system to charge your t:slim x2 pump.

Event description:
It was reported that the customer was receiving insulin therapy via the pump while it was simultaneously being charged. The usb cable was connected to the pump and a usb port that was built into a bed frame. The end of the usb cable that plugs into the pump caught on fire and melted. The customer was not injured. The customer's bedding was damaged; there was no damage to the pump. Customer resumed pump therapy. Customer's blood glucose was 304 mg/dl.